Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medcial products: product ID: d274trk ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead thresholds were high. The pacing outputs were reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.